Manufacturer narrative:
The device was received with partially broken reservoir tube lip, reservoir tube missing o-ring, cracked battery tube threads, case cracked at the reservoir tube window corner, minor scratched lcd window, missing end cap sticker, and scratched reservoir tube window. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The pump was also received with stuck motor error alarm loop during bolus delivery. No displacement anomalies noted. Unable to perform the a21 error test, occlusion test, the dat test, and the excessive no delivery test due to motor error alarm and the basic occlusion test due to broken reservoir tube lip. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify a35 alarms due to motor error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. Customer states that they were unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.